Manufacturer narrative:
Device evaluation: one smiths medical medfusion 4000 syringe infusion pump was returned for analysis in used condition. Visual inspection showed the top was cracked by the front bottom corner, the barrel clamp head was cracked and there was visible contamination by the a/c power cord retainer. Review of the event history log (ehl) showed an occurrence of "primary audible alarm bgnd test." Despite evidence of the alarm in the ehl, during the investigation, the alarm was not able to be duplicated. It was found that the interconnect flex cable was connected to the main board and the glue was intact on the j9 connector. The speaker was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical medfusion 4000 syringe infusion pump exhibited a primary audible alarm. No adverse effects were reported.

Manufacturer narrative:
Additional information was received that there was no patient present at the time of the event.